Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise with non-sustained ventricular tachycardia (nsvt) episodes and high thresholds. The impedance had gradually risen to high values. The lead was capped and replaced. After connection of the newrv lead, the implantable pulse generator (ipg) device showed no telemetry and was unable to be interrogated. Telemetry was later established with use of another programmer. The device was observed with a drop in battery voltage and high battery impedance. Premature battery depletion was suspected and elective replacement indicator (eri) lock-up was flagged. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.